Event description:
Pt was revised to address a loose asr cup. It was reported that the cup was extremely hard to remove, but was still believed to be loose. Litigation papers were received that indicate that the revision revealed high levels of metal in the blood and a fluid sac that surrounded the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.